Manufacturer narrative:
(B)(6).

Event description:
(B)(6) clinical study. It was reported that an intra stent restenosis at the superficial femoral artery level occurred. The subject was enrolled in the (B)(6) study on (B)(6) 2018 and the index procedure was performed on the same day. The target lesion was located in the left ostial superficial femoral artery (sfa). The lesion was 70% stenosed, had a proximal reference vessel diameter of 5.40 mm, a distal reference vessel diameter of 5.35 mm, with a lesion length of 50 mm. The lesion was classified as tasc ii b lesion. Treatment of the target lesion was performed by pre-dilation and placement of a 6 mm x 60 mm eluvia stent. Following post dilation, residual stenosis was 0%. The subject was treated as an outpatient. On (B)(6) 2021, 1149 days post index procedure, the subject presented to the protocol scheduled 36-month follow-up with symptoms of weakness in the left leg along with severe difficulty in walking. On arrival, rutherford classification was at 2 (moderate claudication). On (B)(6) 2021, ankle branchial index on the left was 1.1. Duplex ultrasound scan performed on the same day revealed intra stent restenosis at the sfa level. The subject was recommended to undergo endovascular interventional procedure as a treatment for the event. On (B)(6) 2021, subject was hospitalized for a planned intervention. On (B)(6) 2021, 1162 days post index procedure, the 70% stenosis in the left mid sfa (non- target lesion) with 5 mm reference vessel diameter was treated with percutaneous transluminal angioplasty followed by dilatation with a drug-coated balloon. Post treatment, final residual stenosis was 0%. On (B)(6) 2021, the event was considered recovered/resolved. On (B)(6) 2021, the subject was discharged. There were no patient complications reported.

Manufacturer narrative:
B3. Date of event was updated per additional information received. A1. Patient identifier: (B)(6). A2. Age at time of event: age at the time of enrollment was 62 years. E1. Initial reporter address 1: (B)(6).

Event description:
Eminent clinical study: it was reported that an intra stent restenosis at the superficial femoral artery level occurred. The subject was enrolled in the eminent study on (B)(6) 2018 and the index procedure was performed on the same day. The target lesion was located in the left ostial superficial femoral artery (sfa). The lesion was 70% stenosed, had a proximal reference vessel diameter of 5.40 mm, a distal reference vessel diameter of 5.35 mm, with a lesion length of 50 mm. The lesion was classified as tasc ii b lesion. Treatment of the target lesion was performed by pre-dilation and placement of a 6 mm x 60 mm eluvia stent. Following post dilation, residual stenosis was 0%. The subject was treated as an outpatient. On (B)(6) 2021, 1149 days post index procedure, the subject presented to the protocol scheduled 36-month follow-up with symptoms of weakness in the left leg along with severe difficulty in walking. On arrival, rutherford classification was at 2 (moderate claudication). On (B)(6) 2021, ankle branchial index on the left was 1.1. Duplex ultrasound scan performed on the same day revealed intra stent restenosis at the sfa level. The subject was recommended to undergo endovascular interventional procedure as a treatment for the event. On (B)(6) 2021, subject was hospitalized for a planned intervention. On (B)(6) 2021, 1162 days post index procedure, the 70% stenosis in the left mid sfa (non- target lesion) with 5 mm reference vessel diameter was treated with percutaneous transluminal angioplasty followed by dilatation with a drug-coated balloon. Post treatment, final residual stenosis was 0%. On (B)(6) 2021, the event was considered recovered/resolved. On (B)(6)2021, the subject was discharged. There were no patient complications reported. It was further reported that the 36-month follow-up appointment where the issue was identified, was on (B)(6) 2021, 1121 days post index procedure.